Event description:
One discordant, falsely low prostate specific antigen (psa) result was obtained on the advia centaur xp instrument following a 10x dilution. The result was reported to the physician. Upon retest, the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant psa result.

Manufacturer narrative:
The customer contacted the technical solutions center (tsc). The tsc employee determined that the first psa result of 19.1 was correct. The operator misread the result as 191, and ran the sample with a 10x dilution because the operator thought the result was over 100. Upon dilution, the result was 1.9. The operator then reported out the discordant 1.9 psa result as a folate result. The sample was rerun without dilution and the result was 19.1. The system is performing within specifications. No further evaluation of this device is required.